Event description:
In 2001, the end-user called disetronic, germany. The end-user has needed medical treatment in a hosp because of high blood glucose level. On 05/2001 maersk medical received the complaint and 1 used infusion set.